Event description:
It was reported that during a routine clinic follow up on (B)(6) 2017 the asymptomatic, non-dependent patient was found to have high capture thresholds and diminished sensing in both the atrium and ventricle. Lead dislodgement was suspected on both leads. On (B)(6) 2017, the atrial lead was successfully repositioned, but the ventricular lead could not be repositioned as the physician could not redeploy the helix. The ventricular lead was successfully explanted and replaced. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that on (B)(6) 2017, the atrial lead which had been repositioned previously was having sensing problems again. The lead was explanted and replaced. The patient was in good condition following the procedure.